Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion that the physician was unable to insert the iab through the 8fr sheath from the kit. The 8fr sheath was exchanged for a 9fr sheath, but iab would still not pass through the sheath. A new iab was inserted without difficulty. There was no reported injury to the patient.